Manufacturer narrative:
Covidien reference # : (B)(4). Date of initial report : 07/05/2016. To date the unit has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. A review of the appropriate device history records for this serial number found that previous rework performed on this unit is not related to this evaluation.

Event description:
The customer reported that the forcefx generator was in use for a tracheostomy. The settings used were 40 cut and 40 coag. During the tracheostomy, a disposable autoclavable pen reportedly burned the cannula. The surgeon thought that the patient may have been burned internally. The patient was placed under observation, and was in stable status. An endoscopy was performed to further assess the patient's internal condition. The esophagus was found to have the same mucosal aspect maintained throughout.